Event description:
Twelve minutes into patient's hemodialysis treatment, it was noted that blood was leaking from the connection of venous line to dialyzer. The estimated volume was approx. 10 cc. It was confirmed by 2 staff that the connection was secure. Treatment was stopped at this time, and blood was not returned due to a compromised system and risk of bacteria. The patient lost approx. 200cc of the blood that was in the extracorporeal system and therefore disposed of. Treatment was restarted with a new system, and patient was discharged the following day with no further complications. This is the second event in 2 days. The product was not saved from the first event and limited details were recorded. The products involved in this event were saved for the manufacturers. Per site reporter: both fresenius medical care holdings, inc. And medisystems corporation have not heard of similar issues at other hospitals, but will investigate.